Event description:
The customer stated they have had intermittent problems calibrating rubella since february. The negative control is returning an out of range result and the customer is replacing with a new pack of negative control every four to seven days. No impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.